Manufacturer narrative:
(B)(6).

Event description:
The customer complained of discrepant inr results on coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method. The customer tested on the meter with a result of 3.9 inr. The customer thought this result was too high and went to the laboratory. Within 45 minutes, the result from the laboratory was 2.5 inr. No changes were made to the customer's coumadin dose as the result from the laboratory was within his therapeutic range. The customer's therapeutic range is 2.0 - 3.0 inr. No treatment was necessary. No adverse event occurred. The customer feels fine. The customer is not on heparin or other direct thrombin inhibitors. The customer does not have antiphospholipid antibodies. The customer has received procrit but didn't know whether he was anemic. The customer has had no diet changes, has not been ill and is not taking any new medications. The customer is not experiencing any abnormal bruising. The meter and test strips were requested for investigation. The meter and test strips were returned. The returned test strips were tested with comparable retention test strips on internal reference meters. Additional measurements were performed with master lot #28632180. Qc 1: 2.6 inr, qc 2: 2.5 inr, qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 8.3 %. No information was provided in the complaint that would point to a cause for the result discrepancy. Retention test strips (lot 286320) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The investigation did not identify a product problem. The cause of the event could not be determined.